Event description:
During initial start up of pt support, the foot pump tubing was found to be kinked. By using a clamp, it was possible to temporarily repair the kink. There was no impact on the pt. A field service engineer replaced the foot pump tubing.